Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by cloudy effluent. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics for the event. Dianeal and extraneal therapies were ongoing. At the time of this report the patient was not recovered from this peritonitis event. No additional information is available.

Manufacturer narrative:
On an unreported date, the patient was recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.